Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was leaking at site. The patient had high blood glucose level which was treated by bolus from pump and manual injection. Also, the patient had skin irritation,pain,infection. Currently, the patient's blood glucose level of the patient was 110 mg/dl. No further information available.